Event description:
Motor exhaust hose ruptured during lumbar spinal surgery. Occurred over surgical field. Would site was irrigated. There were no kinks or other occlusions in the hose noted. Procedure was completed with another motor system. There was no patient impact reported.